Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was not able to be replicated. The rep was able to push several exams without issue. The system then passed the system checkout and was found to be fully functional. Device manufacturing date not known at the time of filing. The exams were refused by the site for further investigations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the images were not transferring to electronic picture archiving and communication systems (pacs). It was noted that it was working earlier in the day. There was no patient present when this issue was identified.